Event description:
It was reported that the patient experienced ineffective therapy and was unable to set the ipg into MRI mode. Reportedly, patient had a fall and system diagnostics recorded high impedances on contact: 3, 4, and 5. As a result, surgical intervention was undertaken wherein the lead was explanted. Effective therapy restored post operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.